Event description:
Pt and pt's eye dr believe that contact rinsing saline solution may have been responsible for complainant's eye injury. One hour after using a previously intact bottle of saline solution to rinse her contacts, the pt had blurred and cloudy vision, and also sensitivity to light. Upon visiting the eye dr and examination, the dr stated the pt had "hundreds of tiny abbrasions on her eye balls."